Manufacturer narrative:
This report is being filed on an international product, architect ca19-9 list (B)(4) that has a similar product distributed in the us, list number (B)(4). Product evaluation was performed in order to investigate the issue. Review of ticket trending did not identify an increase in complaint activity related to falsely elevated results since returns were not available, accuracy testing was completed using retained kits of reagent lot 41543m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. No malfunction was suggested since the falsely elevated results are for one discreet patient. A retest of another sample using the same reagent lot generated lower results and there is no indication what caused the issue and troubleshooting was limited to a second measurement. Based on the evaluation results, no malfunction or product deficiency was identified.

Event description:
The customer stated that one patient sample generated falsely elevated results of 7798 and 5523 u/ml for the architect ca19-9xr assay. The results were reported out and the patient went through a pet scan (positronen-emissions-tomographie) to screen the patient for malignancies. No malignancies were identified and no further impact to patient management was reported.